Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 504 mg/dl at the time of incident. Customer also stated that the insulin pump had no delivery, alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Customer declined trouble shooting for hyperglycemia and performed displacement test and test was passed. The insulin pump will be returned for analysis.